Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the bwi representative that when removing the dilator and wire from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium there was bleed back from the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved, and the case continued. On (B)(6) 2022, additional information was received indicating the hemostatic valve section broke/separated. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 20ml.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the bwi representative that when removing the dilator and wire from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium there was bleed back from the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved, and the case continued. On 21-nov-2022, additional information was received indicating the hemostatic valve section broke/separated. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 20ml. H10: device investigation details: a picture was provided by the customer to aid in the investigation process and it was evaluated following biosense webster's procedures. According to the picture provided by the customer, the hub was observed with blood residues inside it, also, the hemostatic valve was observed dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The device history record (DHR) evaluation cannot be performed due to the lot number not being provided. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).